Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a rubber-like material clogged in the nozzle - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation/damage of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual olympus cf-h170l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual olympus cf-h170l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a rubber-like foreign material was discovered in the device nozzle. The customer's originally reported issue was therefore confirmed. The following additional findings were also noted: insertion insulation test failure, protector unit out of specification, electrical contacts corroded, plastic distal end cover scratched and deformed, light guide lens cracked, shaved grip, cylinder discoloration, damaged connector, connector tube buckling, universal cord wrinkled, video cable sheath damaged, and switch two cut. The device failed water removal, air supply volume, water supply volume, insertion tube, and image noise inspections. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during preparation for the use of their colonovideoscope in an unknown procedure, it was noted that the device had a clogged air channel. Upon inspection and testing of the returned unit, it was discovered that the device nozzle was clogged with a rubber-like material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.